Event description:
It was reported that high impedance was observed for the patient¿s device during a clinic visit. X-rays were ordered for the patient. The physician chose to leave the device on despite cyberonics¿ recommendation to disable the vns. There were no known patient adverse events present. Additional relevant information have not been received to date.

Event description:
The explanted lead has been returned to the manufacturer. Product analysis was completed for the lead. No obvious anomalies were noted. No discontinuities were identified. There is no evidence to suggest discontinuities in the returned portion of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.

Event description:
It was reported that the patient's generator was disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizures prior to the high impedance observation. X-rays were taken and were reported by the physician to be unremarkable. The patient underwent lead replacement surgery on (B)(6) 2015. Pre-operative system diagnostic results showed high impedance (impedance value >= 10,000 ohms). The patient's neck incision site was opened and the surgeon observed connective and scar tissue surround the nerve. The surgeon replaced the lead and system diagnostic results showed lead impedance within normal limits (impedance value - 1454 ohms). The explanted lead has not been returned to date.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding device disablement was inadvertently left out of the supplemental #1 report.

Event description:
X-ray images of the neck and chest were dated (B)(6) 2015 were received and reviewed. The lead connector pin inside the connector block appeared to be completely inserted. There did not appear to be any gross fractures or discontinuities that might explain the high impedance. No known surgical interventions have been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.